Manufacturer narrative:
Investigation found that pump had experienced error code 45 in pump's history. New pump software was installed. (B)(4).

Event description:
Info received indicates that pump had experienced error code 45.